Event description:
It was reported that during an open anterior resection, the staple was stapled on the front wall side, but it could not be stapled on the back wall side at 1st firing. The device was used on the rectum. Additional cut was performed, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/2/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: do you know the area of the rectal resection ?(e.g., ra, rb, etc.) =>it was able to perform additional cut, so I think it is ra. ·was unplanned colostomy performed due to the issue? =>no. ·how much was the indicator of the gap setting scale tightened. =>the indicator was in the green range. ·was there any device issue except from the staple form? (E.g., washer breaking sound, creation of donut, removing) =>it was difficult to remove the device and the adjusting knob was rotated for 2.5 revolutions. ·how is the patient condition? =>the patient was stable on friday. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: (B)(6) 2024 d4: batch #(B)(4) investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil was received for analysis. In addition, a tyvek was received along with the device. The breakaway washer was not present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Additionally, a photo was provided and it showed a device from the top view, however, no damages could be observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances related to the reported complaint condition were identified.